Event description:
The pt contacted lifescan alleging that their one touch basic enhanced meter would not power on. The medical affairs specialist spoke with the pt 2 days later. About one month ago, the pt tested with the reported meter and obtained a result of 130 mg/dl before breakfast. They took their usual dose of 52 units of 70/30 insulin and ate breakfast. They went shopping with their family member. While shopping, they felt "a little blurry." They tested and obtained a result of 98 mg/dl on the reported meter. They ate a little food, felt better, and continued walking and shopping. Approx one hour later they passed out. Their family member called emt. A result of 14 mg/dl was obtained on the emt meter. Emt started an IV, gave them glucose, and took them to the hospital. En route to the hospital, emt obtained a result of 78 mg/dl on their meter. On arrival at the hospital, a result of 14 or 18 mg/dl was obtained on the hospital meter. They were admitted to the hospital for 2 days. A diabetes specialist saw them in the hospital and decreased their insulin dosage from 52 units in the am and 32 units at night to 30 units in the am and 15 units at night. There is no indication that the meter results obtained on the day of concern were incorrect or that the meter contributed to the pt experiencing injury and medical intervention. They were exercising during the hour after obtaining a result of 98 mg/dl on the reported meter; therefore, it is possible that their blood glucose level dropped in response to exercise and the insulin they had takem in the am. Their insulin dosage was decreased following the incident. Based on the unresolved power issue, there is an indication that the product malfunctioned and that event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.